Manufacturer narrative:
The reported event could be confirmed. The returned device has stripped threads, but is not broken. The threads are highly deformed and completely flattened, which causes the impossibility to connect the device with the targeting device anymore. This could be due to an improper connection between the delta strike plate and the targeting device, or the application of the force on the delta strike plate using an angle ( improper alignment between the two tools). This leads us to conclude that this event was due to a user related root cause. However, in order to avoid this kind of breakages in the future, and nc was opened to further optimize the design of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "during an intermedullary nail case, the strike plate was stripped out of the nail adapter completely while attempting to backslap a nail out. A second strike plate was then used in order to re-insert the nail and this strike plate also failed. Neither the nail adapter or strike plates were viable and we had to resort to using the older t2 system. This delayed the case and also ended up in wasting the first nail".

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during an intermedullary nail case, the strike plate was stripped out of the nail adapter completely while attempting to backslap a nail out. A second strike plate was then used in order to re-insert the nail and this strike plate also failed. Neither the nail adapter or strike plates were viable and we had to resort to using the older t2 system. This delayed the case and also ended up in wasting the first nail".